Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with tvh. It was reported that the patient experienced scarring, extrusion, pelvic pain, urinary problems, vaginal pain, painful intercourse, bleeding, and upper leg pain, pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2009 and (B)(6) 2010 the patient underwent in office mesh trim. On (B)(6) 2014 the patient underwent a mesh removal. No additional information provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse, incontinence, cystocele and rectocele. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with tvh. It was reported that the patient experienced scarring, extrusion, pelvic pain, urinary problems, vaginal pain, painful intercourse, bleeding, and upper leg pain. On (B)(6) 2009 and (B)(6) 2010, the patient underwent mesh trim. It was reported that patient underwent anterior repair on (B)(6) 2010 for vaginal pain, mesh protrusion and dyspareunia. On (B)(6) 2014 the patient underwent a mesh removal. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
Date sent to the FDA: 09/17/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.